Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 1000 mg/dl. Troubleshooting was performed, and found several no delivery alarms in the alarm history. Advised the caller of the alarm and its possible causes. The caller stated that the customer needs to change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.